Event description:
Allegedly the patient is experiencing mom complications (left). The patient has not yet had the left him explanted but plans to in the near future. Additional information received on (B)(6) 2019. Allegedly the patient was revised. Dr. (B)(6) did a head change on (B)(6) because the shell was loose and the patient had high ion levels (left).